Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver was returned to the complaints handling unit for evaluation. The driver was found to be fractured at the tip. The tip was not returned. No other damage was noted. The driver was sent for fracture analysis. The fracture analysis report revealed plastic deformation at the hexlobes and torsional shear markings. This suggests the driver underwent a quasi-static torsional shear failure due to torsional overload. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver broke of during use

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.